Manufacturer narrative:
The field service engineer checked the instrument and replaced the pinch valves and measuring cells. The customer has had no further issues since the service visit. Since the pinch valves and measuring cells were replaced at the same time, the specific cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced various parts. Unique identifier (UDI) # (B)(4) the investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay, elecsys estradiol iii assay, and elecsys testosterone ii assay results for one patient tested on a cobas 8000 e 801 module. The customer used two samples from this patient for testing. The ft4 results were from a lithium heparin tube, and the estradiol and testerone results were from a serum tube. The patient's initial results were reported outside the laboratory. The patient's physician questioned the initial results and the customer performed repeat testing with the same samples for confirmation. On (B)(6) 2021, the patient's initial results were ft4 100 pmol/l with a data flag, testosterone 15.0 ng/ml with a data flag, and estradiol was 3000 pg/ml with a data flag. On (B)(6) 2021, the patient's ft4 result was 18.1 pmol/l. On (B)(6) 2021, the patient's estradiol result was 50.8 pg/ml and testosterone was 5.35 ng/ml. Ft4 reagent lot number was 48319800 with an expiration date of 30-jun-2021. Estradiol reagent lot number was 47819500 with an expiration date requested but not provided. Testosterone reagent lot number was 47259300 with an expiration date of 31-aug-2021.